Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set on (B)(6) 2026. The patient stated that the infusion set cannula was bent, and symptoms were noticed more than three hours after insertion. The infusion set had been in use for approximately 18 hours and was inserted in the abdomen. The patient experienced high blood glucose and treated the elevated glucose with a correction injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.